Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed, but the exact cause could not be determined from the radiographic image was provided for investigation. What was consistent with a PICC was observed overlaying the patient¿s arm in the image. The catheter tubing appeared to be doubled over and the section of tubing that appeared to be doubled over was overlying the patient¿s arm. While the evidence observed on the image does not point to a specific root cause, potential contributing factors include insertion technique, securement technique, and patient movement. A review of the manufacturing records showed no evidence that the reported event was caused by the manufacturing process.

Event description:
It was reported "PICC placed on (B)(6) 2021, left arm 41cm catheter length, PICC flushed and worked fine. Next day it wasn't working so a cxr was performed which showed a kink in the line neat the 5-6cm mark. Rn retracted the PICC but when the kink released the tip was in a sub optimal location so they replaced the line."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp4377 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC placed (B)(6) 2021, left arm 41cm catheter length, PICC flushed and worked fine. Next day it wasn't working so a cxr was performed which showed a kink in the line neat the 5-6cm mark. Rn retracted the PICC but when the kink released the tip was in a sub optimal location so they replaced the line."